Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range shock impedance measurement. The patient was brought into the clinic for further testing where they were unable to reproduce the out of range shock impedance measurement. It was noted that all other measurements were within normal limits. Subsequently no further testing was performed and the physician opted to continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.